Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s whole system didn¿t work. The MRI tech also noted that the patient did not have their patient programmer (pp) with them, so it was unknown if the pp was not working, the implantable neurostimulator (ins) was not working, or both. In the end, it was recommended that the patient should follow-up with his managing doctor to address the device issues. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.